Event description:
The scale 835 scale attachment on an uno lift has sheared off causing a patient to fall onto the bed whilst being lifted. No injury alleged. The servicing of this hoist is carried out by a third party.

Manufacturer narrative:
Lift is quarantined until local authorities have been able to investigate. Supplementary report will be filed as soon as the lift is available for evaluation.